Event description:
A durable medical equipment supplier (dme) reported that a mentally challenged patient, living in a group home, had turned blue when his continuous positive airway pressure device (CPAP) unexpectedly stopped providing therapy. The patient was taken to the emergency room, evaluated, and released.

Manufacturer narrative:
The CPAP device was evaluated by the manufacturer and confirmed the complaint of interrupted therapy. There were signs of water ingress to the blower and the flow sensor. The CPAP recorded an error code indicating the flow sensor tubing may have been occluded with water. The labeling for the CPAP device warns, if they detect any unexplained changes in the performance of the device, if it is dropped or mishandled, if liquid or water is spilled into the enclosure or if the enclosure is broken, to stop using the device, unplug it and seek assistance from respironics or an authorized service center. While there was no allegation of malfunction against the associated mask, the manufacturer has requested and is awaiting for the return of the mask for evaluation. A follow-up report will be filed when additional information becomes available.